Event description:
It was reported by service report that the foot end was drifting and the power cord sheathing was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Faulty nut in lift motor.